Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: this device was received for initial analysis and additional tissue testing. The primary intent of the additional tissue testing analysis was to mimic worst-case clinical use and evaluate performance. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present but was uncut and exhibited an indentation created by the circular knife along with nicks. No staples were present. The first test firing utilized the standard protocol with test skin. The device was reloaded with staples and a new washer and fired at high b into a test skin. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured after implementation of corrective actions related to the field action. The second test firing was performed using tissue, to simulate clinical usage. The device was reloaded with staples and a new washer. The device was setup to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). The device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin and once in tissue, and the device was found to be conforming based on both tests. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: the customer reported that orange indicator moves linked with knob squeezing. Video evaluation summary: upon visual inspection of a video, the following was observed: the video shows two devices from top view on the hand of user and movement can be seen on the orange indicator when the user slightly pushes the trigger of first device. The second device performed the same procedure and the orange indicator no shows movement. Based on the video no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any patient consequences or changes to the postoperative care of the patient due to the issues experienced with the device? There was no additional care as of (B)(6). Was the patient¿s hospital stay extended due to the issues experienced with the device? No. What is the current status of the patient? The patient is stable as of (B)(6). Upon review of the information provided that the patient¿s hospital stay was not extended due to the issues experienced with the device and there were no patient consequences reported, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction.

Manufacturer narrative:
(B)(4). Date sent: 10/04/2019. Batch # t5d86v. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information: (B)(6): the surgeon tried to fire the demonstration device with silicon to reproduce the firing when the event occurred. There was no problem in firing. The surgeon¿s comments about complaint product is as follows: the washer was uncut though the firing handle was grasped completely when the event occurred. The adjusting knob was closed smoothly than usual, and there was no resistance until the indicator showed the bottom within the green range. (B)(6): the surgeon compared the feeling of the complaint product and a demonstration device. The surgeon commented that there was no difference in the adjusting knob between the 2 devices, so that the problem of the adjusting knob (means the adjusting knob was closed smoothly than usual) was the surgeon¿s misunderstanding. But the gap setting scale of the complaint product returned significantly at the firing compared with the demonstration device. The drain placed through the anus was removed on (B)(6). The patient started taking liquid food. The inspection results had no problem. The patient is stable. The surgeon commented that there would be no problem as long as the gas and stool come out. Additional information was requested, and the following was obtained: what were the indications for surgery? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any patient consequences or changes to the postoperative care of the patient due to the issues experienced with the device? There was no additional care as of (B)(6). Was the patient¿s hospital stay extended due to the issues experienced with the device? No. What is the current status of the patient? The patient is stable as of (B)(6).

Event description:
It was reported that during a laparoscopic high anterior resection, the device could not be removed after the firing on the rectum. The oral side of the target tissue was recut with a linear cutter, and an electric knife was used to remove the cdh25a from the patient. It was found that the washer was not cut completely. The anus side of the anastomosis site was cut additionally. And a linear cutter was used to recut the tissue and dst anastomosis was performed to complete the case. The position of the dst anastomosis site was lower than as planned. The result of the leak test was minus. The drain was placed through the anus. The patient is a (B)(6) female, and she is still hospitalized. The surgeon commented that there was no feedback of the breaking the washer. The surgeon suspected that the anvil and the housing were not set properly, but it was found that the anvil was attached to the housing properly when the device was removed from the patient. The surgeon checked the anastomosis with the endoscopy, the staple formation were varied.( partially, loose b formation or u-shaped) the patient did not need a stoma and she is stable. The surgeon who fired the device usually doesn¿t fire devices. The surgeon understood that there was a possibility that the surgeon did not grasp the firing handle completely. No further information is available.